Event description:
A family member reported that the ok and down arrow keypad buttons have been intermittently unresponsive and more difficult to press over the past 2 months. She noted that the buttons still click and spring back when pressed. The family member denied exposing the pump to water; confirmed that the keypad is intact; and stated that the patient wears the pump in his pocket.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.